Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers husband reported via phone call that they experienced hyperglycemia of value 400 mg/dl. The customer was treated with bolus. Customers husband declined to troubleshoot for site related issue and high blood glucose. The device will not be returned for analysis.